Event description:
Same case as MDR ID# 2134265-2013-02804. It was reported during an unspecified treatment procedure, a wire became stuck to a balloon catheter. The target lesion was located in the right superficial femoral artery. A rubicon .018 support catheter and the truepath wire crossed the totally occluded target lesion then a 3.0 x 20mm sterling balloon catheter was advanced. The sterling balloon was inflated 4 times distally to the proximal popliteal artery at an unknown atm. As the sterling balloon was being withdrawn the catheter became stuck to the truepath wire. The sterling balloon catheter was pulled back outside of a non bsc sheath; however, the distal portion of the sterling balloon catheter remained stuck to the truepath wire. The truepath and sterling were removed as one unit and the procedure was completed with a .035 wire, mustang balloon catheter and a non bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the truepath was removed from the control unit / connector and was inside the balloon. A truepath device was returned connected to a balloon (sterling) & encore inflation device. The truepath could not be removed from the sterling balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-02804. It was reported during an unspecified treatment procedure, a wire became stuck to a balloon catheter. The target lesion was located in the right superficial femoral artery. A rubicon .018 support catheter and the truepath wire crossed the totally occluded target lesion then a 3.0 x 20mm sterling balloon catheter was advanced. The sterling balloon was inflated 4 times distally to the proximal popliteal artery at an unknown atm. As the sterling balloon was being withdrawn the catheter became stuck to the truepath wire. The sterling balloon catheter was pulled back outside of a non bsc sheath; however, the distal portion of the sterling balloon catheter remained stuck to the truepath wire. The truepath and sterling were removed as one unit and the procedure was completed with a .035 wire, mustang balloon catheter and a non bsc stent. No patient complications were reported.